Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported over infusion, which was duplicated during flow accuracy test of evaluation. Visual inspection found the cause was a damaged cam shaft section preventing a free movement of the lower valve. The cam shaft was replaced and the pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an infusion that supposedly should last an hour, but instead only lasted about 45 minutes. 80mg of pantoprazole in 120ml normal saline was infused, dosage:8mg/hr at a rate of 12ml/hr at a continuous frequency and 120 ml was infused. The event occurred during infusion in the medical neurology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.